Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts have been made to obtain the following information. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: date and name of the index surgical procedure =>procedure is gastrointestinal surgery. Procedure date is unknown. The following information was requested but unavailable: the patient demographic info: age, gender, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? How was the suture tied? Were multiple knots used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was there any precipitating stress factor that led to the abdominal scar hernia? Was medical or surgical intervention performed for the abdominal scar hernia? If yes, describe. Is there any additional information regarding ¿number of similar issues¿ that occurred ¿after half a year or one year after surgeries¿? Were the ¿number of similar issues¿ that occurred ¿after half a year or one year after surgeries¿ previously reported? Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that the patient underwent a gastrointestinal surgery on an unknown date and suture was used for the abdominal fascia closure by interrupted suturing. Following the procedure, the patient experienced abdominal wall scar hernia occurred. There was no information regarding the patient's progress. The surgeon opined they felt that a number of the similar issues with this case increased recently. They occurred after half a year or one year after surgeries. The surgeon could not answer regarding the number of events. No additional information was provided.